Event description:
It was reported that a patient presented to clinic due to chest pain. Device interrogation revealed low r-waves and no right ventricular (rv) capture on the rv lead. CT scan was performed and revealed the rv lead had dislodged. During lead revision, the rv lead active fixation was not working. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, r-wave amplitude variation, lead dislodgement, helix mechanism issue and low pacing impedance. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of failure to capture, r-wave amplitude variation and low pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The tip stiffness test was performed and all results were within specification.

Event description:
It was reported that a patient presented to clinic due to chest pain. Device interrogation revealed low r-waves, low pacing impedance, and no right ventricular (rv) capture on the rv lead. CT scan was performed and revealed the rv lead had dislodged and perforated the pericardium. During lead revision, the rv lead active fixation was not working. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - updated the description to include the low pacing impedance and cardiac perforation that was noted. Correction: h6 - updated codes to include low impedance and cardiac perforation not previously reported in the MDR.